Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA action plan, which incorporates (B)(4) (ic retrospective complaint review) and (B)(4) (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Imdrf cause investigation code: code b24 is not available in database to capture event history log review. Additional information - this medical device report (MDR) is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. This investigation has been updated because the malfunction code changed from which requires additional activities not included in the original investigation dated 24-nov-2025. The original investigation remains valid and has not been modified. As part of this reassessment, the following elements were added to align with current investigation requirements: complaint investigation results: electronic quality management system (eqms) search: a query was run in the electronic quality management system (eqms) on 13/jun/2026 against "lot number" "6013296" and similar malfunction codes: occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded), tubing is damaged (e.g., kinked, deformed, twisted, collapsed, or pinched), occlusion in the tubing and/or tubing connectors- blockage. The review confirmed that lot 6013296 and the identified failure mode are not associated with any ncrs or capas of the same or similar nature. Similar complaints search: a query was run in the electronic quality management system (eqms) on 13/jun/2026 against "lot number" criteria equal "6013296" and similar malfunction codes: occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded), tubing is damaged (e.g., kinked, deformed, twisted, collapsed, or pinched), occlusion in the tubing and/or tubing connectors- blockage. The number of complaints is 01. The complaint number is (B)(4). Device history record (DHR) review: the lot 6013296 was manufactured according to work instruction (wi) version 79 and manufactured in the inset01, on 16/may/2025 with a total of (B)(4). The sub assembly: tube gluing: lot 5d04780 was manufactured according to the work instruction (wi) version 09 and manufactured in the itl01, on 14-may-2025, with a total of (B)(4). Lot 5d04778 was manufactured according to the work instruction (wi) version 09 and manufactured in the itl01, on 08-may-2025, with a total of (B)(4). Lot 5d02460 was manufactured according to the work instruction (wi) version 09 and manufactured in the itl01, on 10-may-2025, with a total of (B)(4). The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Corrective and preventive action (CAPA) determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
Patient reported occlusion alarm due to a blockage in the tubing on (B)(6) 2025.